Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The patient's pharmacist stated that the patient received an erroneous result when testing with her coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 4.0 inr. Within 7 hours, a sample from the patient was tested with an unknown laboratory method, resulting as 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and the patient's medication was not changed based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient is not anemic or polycythemic. The patient has lupus/antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not changes. The patient has not been ill or on new medication. The patient has had no diet changes. The patient did not have any special or unusual diet. The patient has not had any symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 294151-23) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.